Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is related to intermittent flickering due to communication failure caused by the crack of the video connector. The product shipment record was checked however, there was no problem with the device. The crack in the video connector is thought to be due to the handling of the user. The instructions for use (IFU) states: ·do not give a shock to the camera head. It may be damaged. ·do not bend the electrical contacts of the video connector by hitting them. You may not be able to connect to the video system center or you may have a bad connection. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported hd autoclavable camera head is unable to display image. The event occurred during preparation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty charged coupled device unit. In addition, crack on the video connector and shortage in cable causing horizontal lines were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.